Event description:
Overdelivery. The pump was programmed to deliver normal saline at a rate of 55ml/hr on the primary line. The volume to be infused was not specified. The secondary line was programmed to deliver 59mg of tpa in 100ml of normal saline at a rate of 100ml/hr. After 30 minutes, the e.r. Nurse noted that the container of tpa was "empty." The pump was removed from clinical service. The biomedical technician stated that the pump display indicated that "28ml were delivered in 30 minutes." There were no reported adverse pt effects. Though requested, no additional info was provided.